Event description:
Screw for rest mod was not engaged after patient reported a traumatic fall from unknown height.

Event description:
Screw for rest mod was not engaged after patient reported a traumatic fall from unknown height.

Manufacturer narrative:
An event regarding implant failure involving a restoration modular bolt and restoration modular stem ((B)(4)) was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such return of device, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).